Event description:
It is reported that the locking ring was missing. A multi hole shell was opened and implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.